Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia 2 weeks ago. The customer¿s blood glucose level was 45 mg/dl. The customer did not mention any treatment or symptom related to hypoglycemia. The customer declined troubleshooting for low blood sugars because they were sure that it was being caused by kidney failure and dialysis. The insulin pump will not be returned for analysis.